Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 676718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid;choline bitartrate;colecalciferol;collagen;levoglutamide;magnesium;n-acetylglucosamine;phenylalanine;taurine (collacee mg), ferrous sulfate and medroxyprogesterone acetate (depo provera) since 2011. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/abnormal bleeding(general)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and abdominal pain lower ("pain lower abdomen") and underwent transfusion ("other injury(ies) or complication please describe: blood transfusion"). The patient was treated with blood transfusion, auxiliary products and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, back pain, metrorrhagia, anaemia, fatigue, female sexual dysfunction, nausea, abdominal pain lower and transfusion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, transfusion, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011. Right trailing coils: 5. Left trailing coils: 6. Lower hgsb levels - hgsb levels rose after essure removal. Lot number: 676718 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Medical significant criteria for event genital bleeding and uterine hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 676718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid;choline bitartrate;colecalciferol;collagen;levoglutamide;magnesium;n-acetylglucosamine;phenylalanine;taurine (collacee mg), ferrous sulfate and medroxyprogesterone acetate (depo provera) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("pain lower abdomen"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/abnormal bleeding(general)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia") and fatigue ("fatigue"), underwent transfusion ("other injury(ies) or complication please describe: blood transfusion") and was found to have haemoglobin decreased ("lower hgsb level"). The patient was treated with blood transfusion, auxiliary products and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, menorrhagia and vaginal haemorrhage had resolved, the abdominal pain, back pain, metrorrhagia, anaemia, fatigue, female sexual dysfunction, nausea, abdominal pain lower and transfusion outcome was unknown and the haemoglobin decreased was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, fatigue, female sexual dysfunction, genital haemorrhage, haemoglobin decreased, menorrhagia, metrorrhagia, nausea, pelvic pain, transfusion, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Discrepancy noted in insertion dates: (B)(6) 2011. Right trailing coils: 5. Left trailing coils: 6. Lower hgsb levels - hgsb levels rose after essure removal. Lot number: 676718, manufacturing date: 2009-09, expiration date: 2012-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: plaintiff fact sheet received - new event low hgsb (low hemoglobin) was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding(general)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 676718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid;choline bitartrate;colecalciferol;collagen;levoglutamide;magnesium;n-acetylglucosamine;phenylalanine;taurine (collacee mg), ferrous sulfate and medroxyprogesterone acetate (depo provera) since 2011. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and abdominal pain lower ("pain lower abdomen") and underwent transfusion ("other injury(ies) or complication please describe: blood transfusion"). The patient was treated with blood transfusion, auxiliary products and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, metrorrhagia, anaemia, fatigue, female sexual dysfunction, nausea, abdominal pain lower and transfusion outcome was unknown and the genital haemorrhage, uterine haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, transfusion, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011 right trailing coils: 5. Left trailing coils: 6. Lower hgsb levels - hgsb levels rose after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical records received: lot no. Was added. New events - abnormal bleeding(vaginal, menorrhagia), apareunia (inability to have sexual intercourse), nausea, lower abdomen pain, injury(ies) or complication please describe: blood transfusion were added. Reporter's information , patient demography, concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding/abnormal bleeding(general)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 676718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid;choline bitartrate;colecalciferol;collagen;levoglutamide;magnesium;n-acetylglucosamine;phenylalanine;taurine (collacee mg), ferrous sulfate and medroxyprogesterone acetate (depo provera) since 2011. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and abdominal pain lower ("pain lower abdomen") and underwent transfusion ("other injury(ies) or complication please describe: blood transfusion"). The patient was treated with blood transfusion, auxiliary products and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, back pain, metrorrhagia, anaemia, fatigue, female sexual dysfunction, nausea, abdominal pain lower and transfusion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, transfusion, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011. Right trailing coils: 5. Left trailing coils: 6. Lower hgsb levels - hgsb levels rose after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received outcome of event "pelvic pain" was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with blood transfusion, auxiliary products and surgery (hyst. (Full), salping (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case upgraded to incident. Essure removal date was provided. Event injury nos replaced with event pelvic pain, back pain, abdominal pain, general abnormal bleeding, menorrhagia, metrorrhagia, anemia, fatigue. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.